Event description:
It was reported that overfilling of a canal using thermaseal plus resulted in a pt developing numbness of the lip and left chin area. The symptoms were present three years following the event.

Manufacturer narrative:
While there is no indication that the device involved malfunctioned, a serious injury resulted. Therefore, this event meets the criteria for reportability.